Manufacturer narrative:
A siemens customer service engineer¿s (cse) fractured his finger while troubleshooting the atellica im 1600 analyzer. The cse was treated by a hand specialist and will return to work on (B)(6) 2023. Another siemens cse was dispatched to the customer¿s site to further the troubleshooting. The cse replaced the cuvette down pusher and ran quality controls, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this event is required.

Event description:
While troubleshooting the atellica im 1600 analyzer, a siemens customer service engineer¿s (cse) index finger was wedged between the outer ring and top cover ring below the cuvette down pusher. As a result, his nail broke and he fractured the finger. A customer applied sanitizer onto his nail and applied a bandage around the finger. The cse subsequently visited a hand specialist, who prescribed pain reliever medication and ordered the cse to put on a new bandage every 2 days. The cse will return to work on (B)(6) 2023. There are no known adverse health consequences due to this event.

Manufacturer narrative:
Initial MDR 2432235-2023-00297 was filed 14-nov-2023. Correction (30-dec-2023): the health effect - impact code under section h6 was updated.